Event description:
A concentric employee first became aware of this event in 2008, when reviewing registry procedure notes recorded by the site. A CT scan after a thrombectomy procedure in the right mca showed a possible minor perforation in the right mca. The procedure involved the use of intra-arterial tpa injections and the use of the following devices during 4 attempts to retrieve thrombus: transcend ex guidewire (size/style not reported; manufactured by boston scientific). Merci microcatheter mc18l. Merci retriever l6 (2 separate devices). The right mca was noted to be completely revascularized after the procedure, with a 6mm by 3mm thrombus retrieved on the 4th attempt. There was no mention of vessel damage being evident after post-procedure angiography. Three days post procedure, the patient was discharged to an impatient rehabilitation facility. At the 90 day follow up, the patient was living at home and has very little or no disability/limitations.

Manufacturer narrative:
The current device instructions for use (IFU) lists vessel perforation as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage. Because the device was not returned to concentric medical, a complete investigation could not be performed.